Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed under local anesthesia on (B)(6) 2024. After implantation, the radiation oncologist reported a venous plexus injection, resulting in vascular infiltration in the periprostatic plexus. It was estimated that around 10 ccs of hydrogel invaded the patient's anatomy. No clinical or adverse events were reported as result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced-vascular.